Manufacturer narrative:
(B)(4). (B)(4). Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure name of initial surgical procedure what were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/concomitant medications? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Was the exposed mesh excised? Character of the pain? Describe any medical/surgical intervention for exposure, pain or incontinence including dates and surgical findings. Product code and lot # what is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2011 and the mesh was implanted. It was reported that on (B)(6) 2021 the patient presented with pelvic pain plus increased incontinence. It was also reported that a urethroscopy for suspected tape erosion was conducted. Additional information was requested.